Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 1 day following a laparoscopic gastric bypass, the patient had leak at the staple line in the crotch of the jejunojejunostomy. The patient was re-operated. During the reoperation the staple line was over sewn. The patient is still in the hospital.